Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect laac access solution was selected for use. It was mentioned that during preparation, when the wire was inserted into the watchman sheath, resistance was noted and it got stuck. The lumen was quite tight. When the stuck occurred, the tip of this product protruding from the tip of the sheath. Thus the device was replaced and the procedure was completed successfully. No patient complications were reported.